Manufacturer narrative:
The unit was received for investigation on (B)(6) 2025. The unit was returned with no bolus, and no breath detect complaint, however, the issue could not be confirmed during testing because, breath detect value is 1751. Inspection revealed high internal pressure caused by a muffler filled with dust, leading to a blockage at the feed port and resulting in low sieve life (185%), low internal 02 (87.6%), and low external 02 (80.3%). The high psa (10) caused by zeolite contamination from moisture absorption. Additionally, lower housing was replaced due to cosmetic damage. The lower housing and column were replaced. The patient received a replacement unit.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6), 2025 the patient's son called inogen, to report that the patient's g5 concentrator was not producing oxygen. Son stated due to this incident the patient had to go to the hospital as her oxygen levels had drop to 68. A follow-up call was made to the patient, patient confirmed she was currently back in the hospital due to a flare up.